Event description:
It was reported the colonovideoscope exhibited interference in the picture and sometimes there was a picture whereas sometimes it's not. The issue occurred during sedation of colonoscopy while the device was inside the patient. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.